Event description:
It was reported that in (B)(6) 2012, an alarm occurred due to low reservoir volume reached. The pump was not updated at a refill on (B)(6) 2012, so the low reservoir alarm occurred despite the pump having approximately 15.5 milliliters (ml) in the pump. The patient experienced some sweating after the pump alarm. It was later reported on (B)(6) 2012, the patient had no symptoms and the pump was updated with the correct volume and the alarm stopped. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# n076782012, implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8840, serial# unknown, product type: programmer. Physician. (B)(4).